Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed noise on all channels. The noise led to atrial and ventricular noise reversions as well as inappropriate ventricular fibrillation detection. Noise was still present after a firmware download was installed. The device was explanted and replaced. The patient was doing well before and after the procedure.

Manufacturer narrative:
No conclusion code available. The reported field event of noise was confirmed in the laboratory and was due to a loose capacitor connection.